Event description:
A 2 year old child was wearing a walnut cares wearable bluetooth thermometer to monitor temperature while sleeping for a common cold. Upon removing the thermometer in the morning, corrosion was noticed around the contact sensor and charging contacts, similar to battery acid. We immediately checked the child's skin and discovered a blistered and scabbed chemical burn with significant redness and irritation around the burn site. It appears the battery inside the walnut device ruptured during wear and caused a chemical burn. We took the child to their pcp, who confirmed a 2nd degree chemical burn caused by the device. We have reached out to walnut cares via their customer contact email (info@walnutcares.com) and have not received a response.